Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, initial left knee implanted in (B)(6) 2015, underwent a revision procedure in (B)(6) 2024, approximately 9 years 4 months post the initial procedure. Reason for the revision not reported. All devices were removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays or images were provided. The device is not available for return as it was disposed. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 200-72-09 - cr tibial insert sz 2, 9mm, slope ++ (B)(6) 02-010-03-0220 - logic cr femoral cem, left sz 2 (B)(6) 200-02-29 - three peg patella 29mm (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t.